Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient was in surgery for a revision knee replacement after an x-ray which showed the implant was broken.

Manufacturer narrative:
Corrected data: device not returned for evaluation. An event regarding a fractured device involving a triathlon ts femoral component was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined due to the insufficient information provided. Further information such as: product details, return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
Patient was in surgery for a revision knee replacement after an x-ray which showed the implant was broken.